Event description:
"On or about (B)(6), 2004," an ams sparc was implanted to treat for "for pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that plaintiff has suffered, "severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. It was also alleged that the mesh caused "plaintiff to suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.